Event description:
Complainant alleged that the staff was attempting to monitor an approximately 70 year old male patient, but that there was no ECG detection in all ECG leads, including paddle leads. The complainant indicated that the staff was able to obtain another device to monitor the patient. There was no adverse effect on the patient as a result of the reported malfunction.